Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 496 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer's current blood glucose level was 401 mg/dl. The customer did experienced the symptom such as nausea. The insulin pump will not be returned for analysis.